Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an impedance of greater than 2600 ohms. The lead was removed and replaced.